Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Unknown what and why the patient was admitted. The patient appears to have been on vasopressors and inotropes and was scheduled for high-risk pci. An impella 5.5 was implanted. The patient was intubated and on arrival to the ICU, was actively bleeding from left upper chest jp. Multiple blood products were given. Continuous renal replacement therapy initiated, assuming due to renal failure, but that was not called out. The impella 5.5 was weaned on (B)(6) 2025.

Manufacturer narrative:
Updated information: d1 brand name updated d4 catalog number and serial number updated